Manufacturer narrative:
Co received 5 used sets for testing. Four sets were confirmed for leaking at the proximal air vent. The test and investigation had progressed to the point that the vendor has identified the source cause of the problem. This was identified as a deep weld during the process of filter manufacturing. The vendor has since corrected their process such that this type of defect is less likely to occur.

Event description:
Rec'd report of tubings leaking at the filter air vent. A home pt noted a leak from the air vent during his chemotherapy run. The pt turned off the pump and so had a very scant spill. The nurse was called, and the tubing changed. The therapy was extended a few hrs to make up the loss. No pt harm reported.